Manufacturer narrative:
The complaint for thrombus formation (device) - post procedure was confirmed based on empirical evidence of this known event type. Available information suggests that the patient developed valve thrombosis initially after the procedure and then was re-hospitalized and further treated for the thrombosis. They had several ongoing patient factors that may have contributed to the development of valve thrombosis, but none of the factors can be identified as a definitive root cause. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Leaflet thickening may occur in conjunction with leaflet thrombosis of the valve. The risk factors for thrombosis include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Additional root cause analysis has found the following patient factors contribute to thrombosis: inadequate anticoagulant therapy, hyperlipidemia, endocarditis and pannus formation. These events are multifactorial in nature but are expected and foreseeable side effects of bioprosthetic valve replacement therapies. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Event description:
Additional information was received on 07apr2026 that after anticoagulation therapy was changed, the mean gradient decreased from 10 to 6 mmhg. The patient was discharged on phenprocoumon therapy and presented for follow-up three weeks later. At that time, a persistently elevated mean gradient of 7 mmhg was noted, accompanied by clinical symptoms of exertional dyspnea and deterioration in general condition. In response, an ultraslow, low-dose thrombolysis regimen with alteplase was administered over two days in two cycles. This resulted in a further reduction of the mean gradient to 5.5 mmhg. Additionally, a pet/CT performed on 23 march demonstrated clear evidence of activated platelets at the periphery of the mitral valve prosthesis, consistent with wall-adherent thrombosis. No evidence of activated platelets was observed on the central portions of the leaflets.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an sapien m3 valve in mitral position where one day after the procedure there was elevated trans prosthetic gradient. In addition, it was noted that one leaflet of the valve appeared to be completely immobile. The initial gradient measured 2, but during the follow up examination it had already increased to 10. Based on these findings, there is now a suspected valve thrombosis. Consequently, the anticoagulation therapy was changed from a noac to marcumar in order to appropriately address and rule out a potential thrombosis. The patient does not have symptoms.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.